Manufacturer narrative:
The reported oad was received for analysis. The guide wire was received engaged in the oad. It was observed that the oad driveshaft was fractured distally adjacent to the lap weld but the crown and driveshaft tip bushing were intact and undamaged. Scanning electron microscopy showed evidence of torsional fracture and fatigue. This type of damage typically indicates the fracture occurred while the oad was spinning. There was no issue identified with the laser weld of the oad. There was no additional damage noted on the oad. The oad motor speeds were tested and the device spun during all three speeds with the led's illuminating individually at each speed setting as expected with no abnormalities observed. A kink was observed in the returned guide wire that coincided with a bend in the oad driveshaft, however, when the guide wire was removed, the bend in the driveshaft was no longer visible. There was no additional damaged observed on the guide wire. At the conclusion of device analysis, the event of an oad crown fracture was not confirmed. The event of the oad being stuck in the lesion was unable to be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
During a procedure, the crown on the stealth peripheral orbital atherectomy device (oad) broke off. The target lesion was a 15 cm long, diffusely calcified and 90% stenosed lesion located in the 6mm, tortuous common femoral artery. During the second treatment, the oad became stuck in the lesion. The physician pulled and torqued the oad in an attempt to remove the oad, and the crown of the driveshaft broke off. It was noted that the device fragment was snared, and no part of the device was left in the patient. The procedure was completed with balloon angioplasty, and the patient was discharged the same day of the procedure. Device analysis identified the fracture occurred at the lap weld, not the crown. It was confirmed the correct device was returned for analysis.